Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-06372 / 06373 & 06443/06446).

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on an unknown date on an unknown side implanting cement spacer molds. Patient underwent additional revision procedures on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014 due to infection. All components were removed and replaced during the (B)(6) 2014 revision procedure.